Event description:
It was reported that patient is planned for a revision as the patient¿s device was interrogated and they discovered high impedance. No increase in seizures. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient underwent a full replacement. The explanting facility is a no return site as they will discard devices after surgery.

Manufacturer narrative:
B5. Describe event; d6b. If explanted, give date; h6 adverse event problem code - type of investigation; corrected data; initial MDR inadvertently omitted information known prior to submission.